Event description:
It was reported that this pacemaker exhibited cross talk oversensing on both the atrial and ventricular channels. Subsequently, this pacemaker was explanted and replaced. No further noise or oversensing was noted on the electrogram (egm). No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.